Event description:
The customer reported that the analyzer produced unexpectedly high potassium results for pt samples. A system enhancement to address this issue is available and will be added to this instrument. There was no pt harm as a result of this occurrence.